Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a supera stent was implanted three months ago and restenosis occurred. Medication was administered to treat the restenosis. There was no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). In the absence of a reported part number and lot number the UDI cannot be determined. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.